Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy. It was reported that the patient received the implant for bowel at the beginning of november and about 1.5 weeks later notices soreness at ins site, said they checked and noticed that incision site was red and hot. Patient said that they called their healthcare professional (hcp) and was directed to come in right away. Patient was diagnosed with a staph (staphylococcus) infection and the system was removed on (B)(6) 2020. The infection was noticed about 3 weeks after implant. Patient was treated with antibiotics and hcp left the incision site open to recover. Patient said that the site has healed up right now. Patient said that has been in constant communication with hcp. Patient doesn't know, said that they had prolapse procedure on (B)(6) 2020 and said is experiencing improvement. Patient said depending on the results from the prolapse procedure, may consider getting new interstim implant in the future. Their hcp told them to hold onto the external components. The patient was redirected to their healthcare provider to further address the issue.